Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead could not be properly connected with the pulse generator. A different screwdriver was used; however, the problem persisted. Due to connection issue, electrical impulses were not sent correctly leading to observe pause episodes. A new device was used instead. The patient was stable post-procedure.

Manufacturer narrative:
Final analysis found foreign material contamination in the ventricular connector block thread area. The foreign material was determined it to be epoxy in the connector block threads along with metal burrs. The output anomaly seen if the field is consistent with the setscrew tightened difficulty resulting from the foreign material contamination in the connector block threads. A manufacturing anomaly may have occurred that left or caused the epoxy and metal burrs to be in the connector block threads.